Manufacturer narrative:
Note, the other 2 balloon catheters were reported to have been discarded at the site. Their reference MDR numbers are 2029214-2015-05225 and 2029214-2015-05226. The balloon catheter and guidewire were returned for analysis. The balloon inflation holes were found to be clear; however, blood was found within the balloon assembly. The catheter was flushed and found patent. The guidewire coating was found to be worn and damaged at the distal segment. The guidewire¿s distal solder was also found to be corroded. Due to the damaged condition of the guidewire it could not be used for further testing. An in-house guidewire was navigated through the balloon catheter lumen and advance past the distal tip. The balloon was then inflated and held inflation until the test was stopped. No other anomalies were observed. Based on the device¿s analysis and the reported information, the customer¿s report of poor visualization could not confirm, as no images were provide of the device during its use. The balloon catheter performed as intended during the testing. However, it is possible that the blood reflux into the balloon or the use of the contrast ratio solution may have contributed to the lack of visualization. The customer¿s report of blood seen within the balloon was confirmed. Blood may have refluxed into the catheter lumen during the navigation, as the guidewire may have not been advanced past the distal catheter radiopaque marker. Note that in the occlusion balloon catheter instructions for use (IFU): ¿advance a portion of the distal radiopaque guidewire past the distal catheter radiopaque marker and track to selected vessel.¿ ¿if the balloon is not visible during an inflation procedure, blood may have entered the catheter lumen. To clear the lumen of blood, deflate the balloon, withdraw the guidewire proximal to the proximal balloon marker band and perform a gentle flush procedure with the recommended contrast solution.¿ the guidewire¿s distal tip was found bent with damaged. The characteristic of the damages is consistent with guidewire shaping. Howe ver, it is unknown if the guidewire was shaped by the physician. Therefore, the cause for the damages could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience.

Manufacturer narrative:
The device was not returned for analysis. Once the device is received a supplemental report will be provided. (B)(4). Please note that no patient injury occurred. Reference MDR 2029214-2015-05226 / 2029214-2015-05227.

Event description:
Medtronic received reporter that during the treatment, 3 hyperform balloons were reported not to have been seen under fluoroscopy during the inflation, while in the treating vessel. The balloons were reported to have been inflate /deflate 4 or 5 times but with no visibility from the 1st inflation. The devices were reported to have been prepared as indicated in the instructions for use (IFU). The physician decided to stop the procedure at the 3rd device use, per fear of patient injury. The patient was reported not to have been injured and is well.